Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed and was moving heavily. It was determined that the gear was broken and torn off and the trigger was blocked, jammed and was moving heavily. It was observed that many of the parts were locked and damaged, and there was excessive oxidation in the interior of the device. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 watts, check reverse locking mechanism, and check attachment coupling with attachments. It was noted in the service order that the device was locked and not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.